Event description:
The customer reported to olympus, during reprocessing, the image on the screen with the hd autoclavable camera head was blurry, uncentered and had no image displayed. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, crack was noted on the plug unit/video connecter, no image was displayed, rust was found, and water leak was noted inside the charged coupled device (ccd) and kink/know was noted on the cable. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty charge-coupled device unit. Olympus will continue to monitor field performance for this device.